Manufacturer narrative:
H3: a follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Catheter has split off of the side of the stylet as it entered the vein- eliciting pain. User removed catheter from packaging, ensured that the stylet and catheter moved easily- catheter appeared safe to use. Cannulation was straightforward until pain elicited. Removed and ensured pt was safe. Removed catheter- found that the catheter was split away from the stylet.

Manufacturer narrative:
Correction: upon further review, this device was determined to be manufactured in a different plant than originally reported. The related report number 2243072-2026-00008, provides the corrected information. Cancel this MDR.

Event description:
No additional information.